Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient reported her ¿sensor quit functioning¿, she thought it was her pump that contributed to her increased bg; however, she alleged incorrect readings on her cgm resulted in her experiencing a seizure. Emergency medical services (ems) was called by her friend who had been unable to contact her. The patient was transported by ems to the hospital where she was treated with carbohydrates to increase her blood glucose. The bg value at the time of the seizure was not provided. At the time of the report, the patient as doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.